Event description:
It was reported that patient underwent total shoulder arthroplasty on (B)(6) 2009. Subsequently, patient was revised (B)(6) 2012, due to a fractured tray and poly wear.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a left total shoulder arthroplasty on (B)(6) 2009. Patient's legal counsel further reported patient allegations of pain and implant popping. It was further alleged that patient underwent an arthroscopic surgery on (B)(6) 2012 which revealed a fractured humeral tray. Subsequently, patient allegedly developed an infection. There has been no reported revision procedure to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Examination of returned device was inconclusive. The user facility submitted a medwatch which refers to the same event. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-01123-1 / 01124-1).

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects number 10 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." The user facility was notified of the event. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-01123 / 01124).